Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form the healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the lead migrated. Environmental/external/patient factors that may have led to or contributed to the issue was falls. Leads had come down 1 vertebral body on left and 3 on right. Revision was done. Leads were placed back to top t8 on the day of the report. Reprogramming was attempted, patient was feeling stimulation in desired areas and the issue was resolved. Patient's medical history was specified as dm, cad, osa, htn, geri, graves dx. Patient's status at the time of the report was alive-no injury. The date of the event was asked but unknown. No further complications were reported/anticipated. Additional information received from the manufacturer representative clarified that the physician¿s office took x-rays in (B)(6) and found the leads to have migrated. The patient did not schedule the revision surgery until (B)(6) 2017 due to other medical issues that needed to be addressed at that time.